Event description:
Technical services received a call on 11/07/2012 from sales rep. Mentioned riata lead issue as reason for question. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).